Event description:
Customer reported device generated a result of 15 mg/dl prior to dosing test strip. When removing nose cover of device, there was water on the optic. No treatment was received. A request was made for return product and replacement product was sent.